Event description:
It was reported to bsc/target that the gdc 10-standard synerg detection circuit broke away from the pusher wire. The device was retrieved and another was placed. The outcome of the procedure was sucessful.